Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that they had called the medtronic representative to assist in resolving the recharging issue.

Manufacturer narrative:
Other applicable components are: product ID 37791 lot# unknown. Product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that they were charging too frequently since about a month ago. The patient reported that it used to take them 0.5 hours to get the implant 100% charged up but it now takes 1-1.5 hours to get to even 25% charge. The patient reported another time it had taken them 0.5-1.5 hours to get to 50% charge. The patient reported that these issues have gone in spurts where they were able to turn the antenna dial and get better coupling sometimes, and sometimes not. The patient reported that they would eventually get 8 coupling boxes but sometimes it would only be 4-6 boxes depending on how they were sitting or moved. The patient reported it was hard to get boxes filled in when they were standing straight up. The patient reported that they have not recently been reprogrammed and has not recently had the need to increase their parameters. The patient also reported falling almost every day. The patient was sent out a new recharger antenna as a troubleshooting step and was instructed to follow-up with their managing healthcare provider (hcp) if the new antenna did not resolve the issue. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the issues was unknown. However, they were able to reposition the device and get it set, and it is now working better than it was before. No further complications are anticipated.